Event description:
Physician was performing a therapeutic ercp procedure on a patient but the device malfunctioned. The physician then obtained a second device, but the device exhibitied the same complaint condition as the first device. During this second attempted to perform the procedure the doctor attempted to open the device basket to retrieve a stone from the pt's duct, but the when the doctor attempted to open and close the device basket via the handle controls, the basket did not open or close. The physician then removed the device from the pt, and obtained another device to complete the pt proceudre, but this device exhibited the same complaint condition. The doctor then obtained a third device, and rpeorted that the procedure was successfully concluded. The complainant indicated that there was no adverse affect on the pt as a result of the reported malfunction. Please reference medwatch rpeort number 6000048-2005-00033 which reports the malfunction that was reported to have occurred with the second device used in the event.